Manufacturer narrative:
Quality safety evaluation of ptc received n 26-may-2016: ptc global number is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned since we have no valid lot number for this case1 we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this spontaneous case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The outcome of the product technical analysis resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received on 15-apr-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Company causality comment: this spontaneous case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device removed/ migration') and device breakage ('fracturing') in an adult female patient who had essure (batch no: c61084 not valid) inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: norethindrone acetate, penicillin, codeine and toradol. Past adverse reactions to the above products included hypersensitivity with codeine and penicillin. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormai bleeding"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines"), complication associated with device ("device complication"), gingival bleeding ("the night after my surgery my gums stopped bleeding") and dysgeusia ("the metal taste gone"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, genital haemorrhage, depression, anxiety, migraine and complication associated with device outcome was unknown and the gingival bleeding and dysgeusia had resolved. The reporter considered anxiety, complication associated with device, depression, device breakage, device dislocation, dysgeusia, genital haemorrhage, gingival bleeding and migraine to be related to essure. The reporter commented: essure tubal occlusion sterilization office procedure performed successfully without complication under sterile conditions and betadine prep. Tubal ostea seen bilaterally. Coils placed without resistance. Complete coils protruding into uterine cavity: right- 4 left -0. Hysteroscopic fluids were balanced. Patient tolerated the procedure well. Patient experienced mild pain and cramping during placement of coils into the tubes. Follow up on (B)(6) 2017: the lot number: c61084 is invalid. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test: on (B)(6) 2015: results: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jan-2020: content from pfs received. New reporter added. New events the night after my surgery my gums stopped bleeding and metal taste gone were added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device removed/ migration') and device breakage ('fracturing') in an adult female patient who had essure (batch no. C61084 not valid) inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: norethindrone acetate, penicillin, codeine and toradol. Past adverse reactions to the above products included hypersensitivity with codeine and penicillin. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines"), complication associated with device ("device complication"), gingival bleeding ("the night after my surgery my gums stopped bleeding"), dysgeusia ("the metal taste gone"), abdominal distension ("bloat belly") and night sweats ("night sweats") and was found to have hormone level abnormal ("essure messes with hormones"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, genital haemorrhage, depression, anxiety, migraine, complication associated with device, hormone level abnormal, abdominal distension and night sweats outcome was unknown and the gingival bleeding and dysgeusia had resolved. The reporter considered abdominal distension, anxiety, complication associated with device, depression, device breakage, device dislocation, dysgeusia, genital haemorrhage, gingival bleeding, hormone level abnormal, migraine and night sweats to be related to essure. The reporter commented: essure tubal occlusion sterilization office procedure performed successfully without complication under sterile conditions and betadine prep. Tubal ostia seen bilaterally. Coils placed without resistance. Complete coils protruding into uterine cavity: right- 4 left -0. Hysteroscopic fluids were balanced. Patient tolerated the procedure well. Patient experienced mild pain and cramping during placement of coils into the tubes. Follow up on (B)(6) 2017: the lot number c61084 is invalid. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2015: results: negative. Concerning the injuries reported in this case, the following ones were reported via social media: hormonal imbalance. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device removed/ migration') and device breakage ('fracturing') in an adult female patient who had essure (batch no. C61084 not valid) inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: norethindrone acetate, penicillin, codeine and toradol. Past adverse reactions to the above products included hypersensitivity with codeine and penicillin. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines"), complication associated with device ("device complication"), gingival bleeding ("the night after my surgery my gums stopped bleeding") and dysgeusia ("the metal taste gone") and was found to have hormone level abnormal ("essure messes with hormones"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, genital haemorrhage, depression, anxiety, migraine, complication associated with device and hormone level abnormal outcome was unknown and the gingival bleeding and dysgeusia had resolved. The reporter considered anxiety, complication associated with device, depression, device breakage, device dislocation, dysgeusia, genital haemorrhage, gingival bleeding, hormone level abnormal and migraine to be related to essure. The reporter commented: essure tubal occlusion sterilization office procedure performed successfully without complication under sterile conditions and betadine prep. Tubal ostea seen bilaterally. Coils placed without resistance. Complete coils protruding into uterine cavity: right- 4 left -0. Hysteroscopic fluids were balanced. Patient tolerated the procedure well. Patient experienced mild pain and cramping during placement of coils into the tubes. Follow up on 23-may-2017: the lot number c61084 is invalid. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2015: results: negative. Concerning the injuries reported in this case, the following ones were reported via social media: hormonal imbalance. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: content with social media. Event essure messes with hormones was added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device removed/ migration') and device breakage ('fracturing') in an adult female patient who had essure (batch no. C61084 not valid) inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: norethindrone acetate, penicillin, codeine and toradol. Past adverse reactions to the above products included hypersensitivity with codeine and penicillin. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines"), complication associated with device ("device complication"), gingival bleeding ("the night after my surgery my gums stopped bleeding"), dysgeusia ("the metal taste gone"), abdominal distension ("bloat belly") and night sweats ("night sweats") and was found to have hormone level abnormal ("essure messes with hormones"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6)2016. At the time of the report, the device dislocation, device breakage, genital haemorrhage, depression, anxiety, migraine, complication associated with device, hormone level abnormal, abdominal distension and night sweats outcome was unknown and the gingival bleeding and dysgeusia had resolved. The reporter considered abdominal distension, anxiety, complication associated with device, depression, device breakage, device dislocation, dysgeusia, genital haemorrhage, gingival bleeding, hormone level abnormal, migraine and night sweats to be related to essure. The reporter commented: essure tubal occlusion sterilization office procedure performed successfully without complication under sterile conditions and betadine prep. Tubal ostea seen bilaterally. Coils placed without resistance. Complete coils protruding into uterine cavity: right- 4 left -0. Hysteroscopic fluids were balanced. Patient tolerated the procedure well. Patient experienced mild pain and cramping during placement of coils into the tubes. Follow up on (B)(6)2017: the lot number c61084 is invalid. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6)2015: results: negative. Concerning the injuries reported in this case, the following ones were reported via social media: hormonal imbalance. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: content from social media received. Events night sweats and bloat belly were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device removed/ migration') and device breakage ('fracturing') in an adult female patient who had essure (batch no. C61084 not valid) inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain. Previously administered products included for an unreported indication: norethindrone acetate, penicillin, codeine and toradol. Past adverse reactions to the above products included hypersensitivity with codeine and penicillin. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormai bleeding"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines"), complication associated with device ("device complication"), gingival bleeding ("the night after my surgery my gums stopped bleeding"), dysgeusia ("the metal taste gone"), abdominal distension ("bloat belly"), night sweats ("night sweats") and salpingitis ("chronic salpingitis secondary to essure device") and was found to have hormone level abnormal ("essure messes with hormones"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, genital haemorrhage, depression, anxiety, migraine, complication associated with device, hormone level abnormal, abdominal distension, night sweats and salpingitis outcome was unknown and the gingival bleeding and dysgeusia had resolved. The reporter considered abdominal distension, anxiety, complication associated with device, depression, device breakage, device dislocation, dysgeusia, genital haemorrhage, gingival bleeding, hormone level abnormal, migraine, night sweats and salpingitis to be related to essure. The reporter commented: essure tubal occlusion sterilization office procedure performed successfully without complication under sterile conditions and betadine prep.tubal ostea seen bilaterally. Coils placed without resistance. Complete coils protruding into uterine cavity: right- 4 left -0. Hysteroscopic fluids were balanced. Patient tolerated the procedure well. Patient experienced mild pain and cramping during placement of coils into the tubes. Follow up on (B)(6) 2017: the lot number c61084 is invalid. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2015: results: negative. Concerning the injuries reported in this case, the following ones were reported via social media: hormonal imbalance. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-nov-2020: medical record received event " salpingitis" was added. Reporter information and medical history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removed") in an adult female patient who had essure (batch no. C61084) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: norethindrone acetate, penicillin, codeine and toradol. Past adverse reactions to the above products included hypersensitivity with codeine and penicillin. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). The patient was treated with surgery (device removed). Essure was removed. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. The reporter commented: essure tubal occlusion sterilization office procedure performed successfully without complication under sterile conditions and betadine prep. Tubal ostea seen bilaterally. Coils placed without resistance. Complete coils protruding into uterine cavity: right- 4 left -0. Hysteroscopic fluids were balanced. Patient tolerated the procedure well. Patient experienced mild pain and cramping during placement of coils into the tubes. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2015: negative. Quality-safety evaluation of ptc: quality safety evaluation: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned since we have no valid lot number for this case 1 we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 5-may-2017: information about insertion procedure and (lot number c61084) added from medical records. Company causality comment: this spontaneous case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The outcome of the product technical analysis resulted in an unconfirmed quality defect. A product technical analysis update is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device removed/ migration"), device breakage ("fracturing") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. C61084 (invalid)) inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: norethindrone acetate, penicillin, codeine and toradol. Past adverse reactions to the above products included hypersensitivity with codeine and penicillin. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), migraine ("migraines") and complication associated with device ("device complication"). The patient was treated with surgery (she had surgery to remove the essure implant) and surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, genital haemorrhage, depression, anxiety, migraine and complication associated with device outcome was unknown. The reporter considered anxiety, complication associated with device, depression, device breakage, device dislocation, genital haemorrhage and migraine to be related to essure. The reporter commented: essure tubal occlusion sterilization office procedure performed successfully without complication under sterile conditions and betadine prep tubal ostea seen bilaterally. Coils placed without resistance. Complete coils protruding into uterine cavity: right- 4 left -0. Hysteroscopic fluids were balanced. Patient tolerated the procedure well. Patient experienced mild pain and cramping during placement of coils into the tubes. Follow up on 23-may-2017: the lot number c61084 is invalid. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2015: negative. Quality-safety evaluation of ptc: quality safety evaluation: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned since we have no valid lot number for this case1 we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 18-oct-2017: lawyer was added. Explantation date was added. Event: device removed was updated to migration. Events: fracturing, abnormal bleeding, migraines, depression, anxiety and pain. Event outcome were unknown. Reporter considered aforementioned events were related to essure. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removed") in an adult female patient who had essure (batch no. C61084) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: norethindrone acetate, penicillin, codeine and toradol. Past adverse reactions to the above products included hypersensitivity with codeine and penicillin. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). The patient was treated with surgery (device removed). Essure was removed. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. The reporter commented: essure tubal occlusion sterilization office procedure performed successfully without complication under sterile conditions and betadine prep. Tubal ostea seen bilaterally. Coils placed without resistance. Complete coils protruding into uterine cavity: right- 4 left -0. Hysteroscopic fluids were balanced. Patient tolerated the procedure well. Patient experienced mild pain and cramping during placement of coils into the tubes. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2015: negative. Quality-safety evaluation of ptc: quality safety evaluation: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned since we have no valid lot number for this case1 we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 23-may-2017: the lot number c61084 is invalid. Company causality comment: this spontaneous case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The outcome of the product technical analysis resulted in an unconfirmed quality defect. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.